Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two hurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that two hurricane rx dilation balloon were used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, it was noted that both balloons had a hole and could not be inflated. Additionally, the black sleeves of the devices detached inside the patient and were retrieved with a grasper device. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications as a result of this event.

Event description:
Note: this report pertains to one of two hurricane rx dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that two hurricane rx dilation balloon were used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, it was noted that both balloons had a hole and could not be inflated. Additionally, the black sleeves of the devices detached inside the patient and were retrieved with a grasper device. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications as a result of this event.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. Block h6: problem code 2907 captures the reportable event of rx tunnel detached. Block h10: investigation results visual examination of the returned complaint device found the balloon did not show visual defects and was in a good condition. No damage found on the catheter of the device. Through high magnification a hole was noticed in the body of the balloon. The rx tunnel was present on the device. Functional analysis was attempted to be performed; however, the balloon lumen was occluded and could not be unblocked. The reported failure of balloon hole was able to be confirmed, but the reported failure of rx tunnel detachment was unable to be confirmed. This failure is likely due to factors encountered during the procedure, such as handling of the device, the technique used by the physician, the interaction with the scope, and normal procedural difficulties encountered during the procedure, that could have affected device performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. Block h11: correction block h1 (type of reportable event).